Manufacturer narrative:
Two used devices were returned for investigation. The devices were visually inspected and found no damage or anomalies were observed. During the functional testing, the tube luer bond junction of each returned cassette was leak tested. A leak was observed at the tube luer junction of both cassettes. Each luer tube bond was separated and the tube and bond pocket was inspected. A solvent channel was observed on each tube. The complaint of leakage can be confirmed due to the failure mode observed of leakage at luer tube bond. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the liquid was leaking from the connector. The event occurred before patient use/during priming at facility.